Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device exhibited beeping tones. Technical services (ts) reviewed and stated that the device was beeping due to the code 1003 and recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.